Event description:
It was reported that the patient had to undergo a surgery for cholesteatoma removal. The concerned device was explanted, and the patient was re-implanted during the same surgery, which took place on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.